Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated surgery on (B)(6) 2017. The patient states he did not put his system into surgery mode before the procedure, and it is unknown if electrocautery was used during the procedure. After the procedure, the patient was unable to connect with the ipg. Troubleshooting was unable to resolve the issue. As such, patient may be awaiting ipg replacement.

Event description:
A review of system logs determined the ipg is inoperable.